Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The issue of the failure to display image is attributed to the failure of the qb board and the bi board. The cause of the failure of the qb board and the bi board cannot be conclusively determined. It is likely to have failed due to deterioration over time because it has been more than six years since manufacture.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the rear cover of the housing was found singed. The display had no output and no front panel control function. The qb board was replaced and the device returned to normal function. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a liquid crystal display (lcd) monitor had no output and no image was displayed. There was no patient involvement or injuries reported. No additional information has been obtained.